Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing pain at the anchor site. The physician believed that it was muscular pain. The patient was prescribed cream for pain.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing pain at the anchor site. The physician believed that it was muscular pain. The patient was prescribed cream for pain.